Event description:
Healthcare professional, later reported, ¿abnormal appearance with multiple internal linear echogenicities". And fat necrosis. Healthcare professional, also reported, cyst not related to the device. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2; a4; a5; a6; d6b; g2; h6. The event of necrosis is a physiological complication. And analysis of the device generally does not assist abbvie in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "right implant felt very different and the border was gone and not same shape as my left breast". This record is for the right implant. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, e1, h6. Visual analysis of the photographs identified: necrosis: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. Visibility/palpability: unable to observe since it is not related to the device. Rupture: observed rupture on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported "right implant felt very different and the border was gone and not same shape as my left breast". This record is for the right implant. Device was explanted. It was later reported "a few extensive echogenicity structures in the right breast at 6:00 position 2 cm from the nipple, larger measuring up to 1.8 cm, complex cysts versus foci of fat necrosis." And "abnormal appearance with multiple internal linear echogenicities" confirmed via ultrasound. Later, healthcare professional reported "rupture".

Event description:
Patient reported "right implant felt very different and the border was gone and not same shape as my left breast". Later, patient reported rupture. This record is for the right implant. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: b.5., b.6., d.1., d.2a., d.2b., h.4., h.6., h.11.